Event description:
During recertification at zoll medical the device's pacer output was out of specification. The 18ma-20ma tested at 22.4ma. There was no patient involvement in the reported malfunction.